Manufacturer narrative:
Determination of root cause: assessment: during the on-site visit, the territory manager confirmed the problem, replaced the card reader, and successfully completed the system verification. A service flash has been issued by the MFR's technology center to address this type of card reader issue. Conclusion: based on the result of the investigation, the root cause was determined to be intermittently functioning rev. 1 card reader. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: card reader failure after flap was cut; aborted procedure; required reboot and re-entry of data. A user facility reported that they experienced a card reader error during surgery after flap was cut and prior to ablation for 2 cases. They attempted to remove and reinsert the card but this did not resolve the issue, so they rebooted both times to resolve issue. No pt outcomes were affected by this event.